Manufacturer narrative:
Pre-analytical sample handling information was not provided. Qc was within specifications prior to the event. System check information was not supplied. This is the only sample in question. No additional information regarding this event is available. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tnl) results that were generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.66ng/ml was obtained. The sample was re-tested and the repeated accu tni result was 6.30ng/ml. On the next day, the sample was re-tested once more and accu tni results were in the range of 0.02ng/ml to 0.06ng/ml. It is unclear if the results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.